Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient developed pyrexia 9 days following implant and swelling of the wound developed. Blood cultures were positive for (B)(6). The implantable pulse generator (ipg) system was explanted due to infection. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.